Event description:
The facility representative reported a colleague infusion pump with no power. This condition had the potential to interrupt delivery. This event occurred upon power up in the "biomed service" department. There was no report of patient involvement, injury, or medical intervention necessary. Baxter quality engineering determined the reported condition to be a manual tube release issue. No additional information is available. This involved an unremediated infusion pump with user interface module master software version 5.04.00.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with no power was confirmed by baxter personnel during product evaluation. The root cause was assigned to a open manual tube release. The manual tube release knob was reset to correct this condition. A service history review revealed that this device has not been serviced prior to this event.